Event description:
A peritoneal dialysis (pd) patient stated they received m31 air detected in cassette alarms and saw a fluid leaked during tx complete - step 9 remove cassette after removing the cassette. The cycler alarm occurred during an unknown drain phase and cycle of treatment and occurred prior to the leak. The patient was connected during the incident. Fluid was seen leaking from the back of the cassette. The film on the back of the cassette was not loose. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient stated they received m31 air detected in cassette alarms and saw a fluid leaked during tx complete - step 9 remove cassette after removing the cassette. The cycler alarm occurred during an unknown drain phase and cycle of treatment and occurred prior to the leak. The patient was connected during the incident. Fluid was seen leaking from the back of the cassette. The film on the back of the cassette was not loose. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals. Additional information was requested but was not received to date.